Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was used for diagnosis procedure and it was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc was not starting. Upon investigation fse found that host pc's internal power joint became oxidized, which caused the problem. Fse cleaned and reseated the computer's internal power cable. After that system was working fine. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified that the power cable to the host pc was loose. They disconnected and re-connected it and the device was returned to expected functionality.